Manufacturer narrative:
Based on the claim against the product by the customer noting not following command, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery forceps was analyzed, and failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument was not moving intuitively, i.e., it was not following the mtm input commands smoothly. The instrument experienced un-intuitively motion, which indicates that the instrument moved precisely and proportionally to the mtm inputs but was found to be moving in the opposite direction. The root cause of this failure is not determinable/applicable and will be transferred to engineering for initial fa was confirmed and the potential for other harms was labeled as yes since non-intuitive motion was observed. The instrument was installed on an in-house system, and it was noticed that when rolling the instrument back and forth, there would be a region within that direction where the whole instrument distal end would swing in this particular region the instrument moved non-intuitively and the instrument tip would move in a direction opposite to the mtm. The instrument shell was removed, and it was found that the roll input disc was broken, and several pieces fell out. The potential for fragment is marked as no as the breakage was at the proximal end of the instrument that does not enter the patient. It was also noticed that the other input discs for the joggle and other directions were also cracked. The root cause for cracked and broken input disks is typically attributed to the user and can occur due to improper reprocessing techniques. The complaint regarding not following commands was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument was not moving intuitively, i.e., it was not following the mtm input commands smoothly.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the instrument was not following command. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument would not move and was exchanged to complete the procedure.